Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, power on self-test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-49 (malfunction in real time clock: abnormal rtc data) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was that the setting needed to be configured. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 alarm (malfunction in real time clock: abnormal rtc data). This occurred prior to use. There was no patient involvement. No additional information is available.